Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a string-like object was attached to octaray. When the catheter was removed from the patient¿s body after left atrial mapping. The catheter was removed and there was no resistance noted. The octaray was replaced with another new one and the procedure was continued. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 11-jan-2024, the product investigation was initially completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a string-like object was attached to octaray. When the catheter was removed from the patient¿s body after left atrial mapping. The catheter was removed and there was no resistance noted. The octaray was replaced with another new one and the procedure was continued. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and fourier transformed infrared spectroscopy (ft-ir) test of the returned device was performed following bwi procedures. Visual inspection revealed that foreign material coating was found entangled in the spline of the octaray catheter. Fourier transformed infrared spectroscopy (ft-ir) was performed and data reveled that material showed the absorption bands for polytetrafluoethylene (ptfe)-base material. However, source of this material remains unknown. The ptfe is not come from octaray but separation could be related to the interaction of the catheter and the sheath during introduction of the octaray into the sheath however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31086987l and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. On 20-dec-2023, bwi received additional information regarding the event. The insertion tube was used when octaray was inserted into an abbott slo sheath. No resistance was felt when inserting or removing the catheter into the sheath. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and a string-like object was attached to octaray. When the catheter was removed from the patient¿s body after left atrial mapping. The catheter was removed and there was no resistance noted. The octaray was replaced with another new one and the procedure was continued. The procedure was completed without patient's consequence. Device evaluation details: visual inspection revealed that polytetrafluoroethylene (pt-fe) coating was found entangled in the spline of the octaray catheter. The ptfe separation could be related to the interaction of the catheter and the sheath during introduction of the octaray into the sheath however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31086987l and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).